Manufacturer narrative:
Additional information received by smiths medical on 29-may-2019 that there wa no patient involvement. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found evidence of reported problem. The customer's stated problem was verified. Investigator's inspected the pump and powered up, and it alarmed and displayed error code 45520. According to the investigation error code 45520 referred to keypad error issue. Service's installed and tested the pump with a new keypad, and it powered up with no alarmed error code 45520. Therefore, the device was able to perform functional tests and download event history log. Further investigation of the pump determined that the keypad was defective and was the root cause of the issue. Service's will replace the pump keypad. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "system failure 45520". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.